Event description:
A patient underwent a generator replacement surgery, and it was reported that during a follow-up visit, the physician ran a system diagnostic test on the patient's m1000. During the test, the generator reported "current not delivered - test settings were not delivered at the specified level". Impedances and battery life were as expected, within normal limits. It was stated that the generator was programmed to lower settings and increased pulse width and reinterrogated. The message did not appear this time. Session reports from the visit were received providing the diagnostics from when the message appeared and then when the generator was reinterrogated. The only noted setting change was a frequency change from 20hz to 10hz. No additional relevant information was received to date.